Event description:
It was reported that the customer had a no delivery alarm during basal, bolus and fixed primed on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was not treated. The customer was advised to change the entire infusion set and she agreed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).